Manufacturer narrative:
The carefusion technician will evaluated the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that when he turns this ventilator on it has a white screen. No patient involvement.